Event description:
It was reported that a stopcock had a fracture and leaked. The fracture was at the needleless joint of the three-way stopcock connection. This was observed during patient infusion. A central venous catheter was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample and two (2) retained samples were provided for evaluation. A visual inspection of the photo sample was performed, and a crack was observed. The reported condition was verified on the photo sample. The cause of the condition could not be determined. Visual inspection did not identify any abnormalities that could have contributed to the reported condition on the retention samples. An air passage test and underwater leak test were performed on the retention samples, and no leaks were identified. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.